Event description:
It was reported that the lead was dislodged, and was 'torn'. It was also noted that the patient had twiddler's syndrome. It was also alleged in a lawsuit that the patient 'experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks', and required medical intervention to remove the 'defective' lead. It further alleged that the patient has 'sustained and will continue to sustain severe physical injury and/or death, severe emotional distress, mental anguish, economic losses and other damages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.